Manufacturer narrative:
(B)(4). Batch number: p58438. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: one photo was provided. The picture shows the tip of a device with the jaws in the open position. The joint cover can be seen damaged. No reload is loaded on the jaws. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: can you please clarify what was meant by ¿black covering over the articulating joint of the gun is tampered¿? Was the black articulation joint cover damaged? Was any part of the black articulation joint cover detached or missing? Was the issue found when removing the device from packaging material? What is the current status of the patient? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? According to the complaint form, field 1105: ¿is this the first time that the device was being used? No¿. Is the complaint related to a reprocessed device? The black covering was tampered, this was noticed by the surgeon when they opened the gun and put it through the trocar inside patient. That patient is perfectly fine there is no complications towards the patient side. This gun was used for the first time.

Event description:
It was reported that the black covering over the articulating joint of the gun is tampered when gun was open.

Manufacturer narrative:
(B)(4). Batch # p58438. The analysis found that the ec60a device was received with no apparent damage and with no cartridge reload present. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.